Event description:
On (B)(6)2017, the patient underwent treatment of an abdominal aortic aneurysm with gore excluder aaa endoprostheses. It was reported that after deployment of a gore excluder aaa endoprosthesis featuring c3 delivery system, the physician had difficulty cannulating the contralateral gate. It was reported the difficulty cannulating the gate was possibly due to improper c-arm angle. The physician elected to convert the patient to an aorto-uni-iliac with femoro-femoral bypass procedure. The patient tolerated the procedure. On (B)(6) 2017, the patient reportedly presented to the hospital with back pain. Imaging identified a dissection suspected to have been caused by wire manipulation during the failed attempts to cannulate the gate of the trunk-ipsilateral leg component. On the same day, the patient reportedly underwent an aortic bifemoral bypass to treat the dissection. The patient tolerated the procedure and no future adverse events were reported.

Manufacturer narrative:
Medications: simvastatin, atenolol, flonase, coumadin. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2017, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. It was reported that after deployment of a gore® excluder® aaa endoprosthesis featuring c3 delivery system, the physician had difficulty cannulating the contralateral gate. It was reported the difficulty cannulating the gate was possibly due to improper c-arm angle. The physician elected to convert the patient to an aorto-uni-iliac procedure. The patient tolerated the procedure. On (B)(6) 2017, the patient reportedly presented to the hospital with back pain. Imaging identified a dissection suspected to have been caused by wire manipulation during the failed attempts to cannulate the gate of the trunk-ipsilateral leg component. It was reported a bi-fem was performed to treat the dissection. The patient tolerated the procedure and no future adverse events were reported.